Manufacturer narrative:
H6: b20, the medical device was not returned to gore for direct analysis, therefore, a direct product investigation could not be performed. H6 c19, a review of the manufacturing records indicated the lot met all pre-release specifications. H6: c21, results pending for engineer evaluation. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, aortic rupture, migration, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprostheses. On (B)(6) 2023, an emergency tevar was performed to treat the aneurysm rupture. Reportedly, the aneurysm was ruptured early in the morning. It was reported that the aneurysm enlargement and rupture occurred due to the proximal migration and a distal type I endoleak of the gore® tag® conformable thoracic endoprosthesis. The migration was proximally about 2cm or 3cm. A guide wire was able to be advanced smoothly, but a 24 fr gore® dryseal flex introducer sheath and a stiff wire were difficult to be advanced from the right femoral artery. The dilator of the 24 fr sheath was not able to be advanced. During the preparation of a 22 fr gore® dryseal flex introducer sheath for initial use, a split in the tip of the dialer was observed. This 22 fr sheath was not used and another one was used as replacement. Another 22 fr gore® dryseal flex introducer sheath was intended to be used, but the dilator of 22 fr sheath was not able to be advanced. A dilator of 18 fr non-gore sheath was able to be advanced. A 12 fr gore® dryseal flex introducer sheath was advanced and a post operative balloon angioplasty (poba) was performed using non-gore balloon catheter. Then, the dilator of the 22 fr sheath was able to be advanced. However, the dilator of 24 fr sheath was still not able to be advanced. A conduit was created at the aorta by open surgery, then a gore® tag® conformable thoracic stent graft with active control system was implanted above the celiac artery via the 24 fr gore® dryseal flex introducer sheath. The patient vital was stable and the patient tolerated the procedure.

Manufacturer narrative:
H6: the device evaluation showed the following: since the device was already implanted, no device could be returned for evaluation. No images were returned with the event. No images were returned for an imaging evaluation. Based on the available information, the reports of device migration post deployment, aneurysm rupture post procedure, and type I endoleak could not be confirmed. No indication of a manufacturing deficiency was identified during a review of the event. H6: removed code c21 and added the engineer evaluation in h10. H6: removed code d16 and added codes d15 and d12.